Event description:
The customer reported that when trying to fluoro they were getting little boxes and were unable to fluoro.

Manufacturer narrative:
The ge service rep exchanged the backplane, adjusted the power supply, checked the 120vac connections, and reseated the u36 on ffb. He operated the system over 60 minutes. The system operates as intended.